Event description:
It was reported that a patient passed away two weeks after being implanted with an ipg. Cause of death was heart arrhythmia and the physician does not believe that the death was device related.

Manufacturer narrative:
Explant date not available, procedure was done post-mortem. Device was not returned for analysis. This is a final report.